Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
The patient reported a (power on reset) por error code on their programmer. The por was not related to an overdischarge event. The patient stated the por code seen was an informational one. Steps were reviewed for clearing the por. The patient was able to successfully clear their por, and confirmed that therapy was adequate. Troubleshooting done at the time of the report resolved the issue. No patient symptoms were reported. The patient was implanted for multiple back operations.